Event description:
It was reported implants fractured and were removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. UDI not available. PMA/510(k) number: k101880.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An imp,tsv,mcol mg,4.7mm,11.5mml (tsvmwb11) and imp,tsv,mcol mg,3.7mm,10m (tsvmb10) were returned for investigation. Visual inspection of the as returned products identified worn markings due to usage with bone/debris and a fracture at the collars. Device history record (DHR) review was completed for the subject lot numbers (62284002 and 62091289). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (62284002 and 62091289) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.